Event description:
The lay user/ patient contacted lifescan (lfs) alleging a damaged display on their one touch ultra link meter. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The meter is not a new product (out of box). The patient mentioned that the display looks purple and is unable to see the display. The patient denied any meter trauma. The meter was replaced. The complaint is being reported since the issue was not resolved via troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.